Manufacturer narrative:
Section d4, lot number, and expiration date were updated.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The astp2 reagent lot number was 833999 with an expiration date of 31-oct-2025. On 18-dec-2024 several "abnormal aspiration for sample pipetter" alarms were observed on the alarm trace data. On 20-dec-2024 a hardware check was performed. On 23-dec-2024 the field service engineer (fse) replaced a sample probe, checked the cell rinse level and performed detergent priming. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The c503 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for aspartate amino transferase (astp2) on a cobas c 503 analytical unit. The initial result was 10.9 ui/l. The sample was repeated as this result did not correspond to the result from the previous day. The repeat result was >700 ui/l. The repeat result with a 1:10 dilution was 3980 ui/l.